Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella 5.0 device for mechanical circulatory support. During impella placement, a low purge pressure alarm was observed that could not be resolved. The pump speed level decreased due to suction alarms. The medical staff was advised to zero the sensor to confirm the suction alarm was authentic, and to then consider reloading the pump. Weaning was successful, the device was explanted, and the patient survived the procedure.